Manufacturer narrative:
The device is expected to be returned for evaluation; however, it has not yet been received.

Event description:
The event involved a clave¿ connector IV bag access device where it was reported that a spillage of 5-fluorouracil (5-fu) to the detriment of the healthcare worker c.c. Due to a failure of the clave connector device to seal. There was no patient involvement, it occurred during the preparation of the chemotherapy product. There was no human harm, no clinical consequences except the fact that the preparator reported a slight redness in the area of contact with the chemotherapy and he visited emergency department, no death, no blood loss, no delay in critical therapy and no medical intervention. The health condition of the preparator before and after the event did not change. The problem occurred during preparation. The chemo came into contact with the operator's left hand. The spill was cleaned up per protocol, but a spill kit was not used. The manufacturer of the solution container is baxter. The bag containing 5-fu was disposed of and replaced with a new one.

Manufacturer narrative:
Received one new. List #011-cs-10, clave¿ connector IV bag access device, as received, no physical damage or other anomalies observed. The failed used sample was not returned for evaluation. Accessed the returned new 011-cs-10, clave with an approved ICU medical syringe, no evidence of stick down or other anomalies. The returned new 011-cs-10 was attached to an IV bag; this was primed and hydrostatically pressure leak tested as received, the 011-cs-10 primed and did not leak. Unable to confirm customer complaint without the return of the failed device. The lot history was reviewed, and no nonconformities were identified that may have contributed to the reported complaint. D9: device returned to manufacturer on: 3/20/2025.